Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, arm1 was out of synch. The technical support engineer (tse) reviewed the logs and found no errors for arm1. The surgeon stated that arm1 had been having this problem for weeks. The customer was continuing on with the case without doing any troubleshooting. The surgeon stated that he will cancel all of his cases on monday if arm 1 isn't changed out. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred while the surgeons head was in the console, and he was attempting to manipulate the instruments. The movements of the surgeon did scale appropriately to the instrument and moved in the intended direction. The timing of instrument movement was not appropriate with shakiness and friction was experienced. There was no interference or collision of the instruments. The device was inspected prior to use with no damage noted.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm1 was out of sync, an investigation is in progress to determine the cause of this reported event. The fse replaced the master tool manipulator (mtm) and universal surgical manipulator (usm) to correct the reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi received the mtm and usm, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that arm1 moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and failure analysis testing was completed. The reported problem was confirmed as having occurred in the field via procedure logs, but could not be replicated in-house. The unit was tested on an in-house system in normal mode with no related errors. However, when performing the back drive test the yaw and pitch were noisy. The unit was also tested on a testing platform where all tests that were performed passed. As a precaution the yaw and pitch motor modules and harmonic drives will be replaced. The complaint regarding arm1 was out of sync was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.